Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a study from (B)(6) hospital, (B)(6). The title of this study is ¿percutaneous screw fixation for painful non-union of lateral malleolus ankle fractures¿ and is associated with the stryker asnis iii (tm) titanium screw. Within that publication, intraoperative/ post-operative complications/ adverse events were reported, which occurred between march 2011 to february 2017. It was not possible to ascertain specific device catalogs from the report; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 3 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses drill-piece fracture. The study states, ¿during one procedure a fracture of the cannulated drill occurred, leaving part of the drill bit inside the distal fibula. The approach was converted to a lateral longitudinal incision. Osteotomes were used to create a cortical window to retrieve the drill bit fragment, and lateral malleolus stabilisation was performed with a plate and screws. The patient proceeded to uneventful union without further complication."